Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. Review of the most recent repair record determined the pre-repair calibration and testing could not be performed due to a bent comb and the comb and gear were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the ratchet handle broke into several pieces and an incomplete mesh occurred while meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction. There was no patient involvement, no harm, no delay.